Event description:
As reported, after the use of three 6-12f mynx control venous vascular closure device (vcd) the patient had post procedure complications that include infection that was not confirmed with a culture, swelling and drainage. Antibiotics were given for concern of infection by patient, but nothing noted by the physician or team. It is stated that on one note, there was swelling and drainage at the site and another note states that there was antibiotics prescribed but no sign of infection was present. The physician and the technician performed the procedure. The ¿malfunctions¿ were access site complications post procedure, not related to the deployment of the device. The right limb experienced the complications. Four 6-12f mynx control venous vascular closure devices (vcd) were used. Four access sites were used and the approximate distance between access sites was 2 mm. The devices were used in a supraventricular tachycardia (svt) ablation procedure and the unknown sheaths were not downsized. The physician did not order any further testing given no signs of infection. The device was prepared and used per the instructions for use (IFU). Additional information was requested but not provided. The devices will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the use of three 6-12f mynx control venous vascular closure device (vcd) the patient had post procedure complications that include infection that was not confirmed with a culture, swelling and drainage. Antibiotics were given for concern of infection by patient, but nothing noted by the physician or team. It is stated that on one note, there was swelling and drainage at the site and another note states that there was antibiotics prescribed but no sign of infection was present. It is unknown; ¿too hard to tell¿ if all 3 puncture sites draining. It is unknown; ¿too hard to tell¿ if the whole area was swollen or more towards a specific puncture site. The physician and the technician performed the procedure. The ¿malfunctions¿ were access site complications post procedure, not related to the deployment of the device. The right limb experienced the complications. Four 6-12f mynx control venous vascular closure devices (vcd) were used. Four access sites were used and the approximate distance between access sites was 2 mm. The devices were used in a supraventricular tachycardia (svt) ablation procedure and the unknown sheaths were not downsized. The physician did not order any further testing given no signs of infection. There were no complications noted during deployment or use of the product. Patients received normal/ standard post site maintenance instructions in line with mynx recommendations. The device was prepared and used per the instructions for use (IFU). Additional information was requested but not provided. The devices will not be returned for evaluation.

Manufacturer narrative:
As reported, after the use of three 6-12f mynx control venous vascular closure device (vcd) the patient had post procedure complications that include infection that was not confirmed with a culture, swelling and drainage. Antibiotics were given for concern of infection by patient, but nothing noted by the physician or team. It is stated that on one note, there was swelling and drainage at the site and another note states that there was antibiotics prescribed but no sign of infection was present. It is unknown; ¿too hard to tell¿ if all 3 puncture sites draining. It is unknown; ¿too hard to tell¿ if the whole area was swollen or more towards a specific puncture site. The physician and the technician performed the procedure. The ¿malfunctions¿ were access site complications post procedure, not related to the deployment of the device. The right limb experienced the complications. Four 6-12f mynx control venous vascular closure devices (vcd) were used. Four access sites were used and the approximate distance between access sites was 2 mm. The devices were used in a supraventricular tachycardia (svt) ablation procedure and the unknown sheaths were not downsized. The physician did not order any further testing given no signs of infection. There were no complications noted during deployment or use of the product. Patients received normal; standard post site maintenance instructions in line with mynx recommendations. The device was prepared and used per the instructions for use (IFU). Additional information was requested but not provided. The devices were not returned for analysis. A product history record (phr) review of lot f2416002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. A local reaction after deployment of the sealant(s) into the tissue tract of the patient is defined as a localized inflammation of the groin tissue that is not an infection. The patient may experience access site irritation, redness, rash, or inflammation. Local reactions can be due to the patient¿s sensitivity to the polyethylene glycol (peg) sealant material, or the post-care treatment of the access site. Some local reaction symptoms are mild and resolves on its own, while others may require over-the-counter medications, or worst-case scenario, medical intervention. Local reactions resulting from invasive procedures are a well-known potential adverse event and are listed in the mynx control venous instructions for use (IFU) as such. Based on the limited information available for review, it is not possible to determine what factors may have contributed to access site reaction experienced. However, patient/procedural factors are possible. According to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complications reported.